Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was taken to the hospital when the patient noticed there was a tear on the 70cc tah-t cannula that is connected to a freedom driver. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. This alleged failure mode poses a low risk to the patient because although there was a small tear on the tah-t cannula, the freedom driver continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. The removed tah-t cannula piece will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This is not a single use device that was reprocessed and reused on a patient.

Event description:
The customer reported that the patient was taken to the hospital when the patient noticed there was a tear on the 70cc tah-t cannula that is connected to a freedom driver. The customer also reported that the 70cc tah-t cannula was successfully repaired by the hospital staff. There was no reported adverse patient impact as a result of the cannula tear and subsequent repair. At the time of the cannula tear, the patient had been on tah-t support for 197 days. The two sections of cannula that were removed during the repair (one from the right cannula and one from the left) were returned to syncardia for evaluation. Visual inspection of the cannula sections revealed that color and hardness were as expected of clinical product. Neither section had an unreinforced section at the cpc connector location. As supplied, cannulae have a section of unreinforced pvc into which the cpc connector is inserted. Because cannulae are not provided without an unreinforced section, it was concluded that each cannula was previously cut. However, there were no previous customer experiences associated with tah-t lot no. 096923. It was unknown whether this contributed to tear initiation. Similar to previously-investigated cannula tears, the tear in the left cannula occurred at the distal end of the cannula (the driver connection end) near the cpc connector. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. As of (B)(6) 2016, the patient is still implanted with the tah-t at is at home, supported by a freedom driver. There have been no additional reported complaints regarding the patient's cannulae. There were 1,090 worldwide implants between 2004 and february 12, 2016. Cumulative cannula tears during this interval were (B)(4). Based on two opportunities for cannula tear per implanted tah-t, the rate of occurrence during this interval is (B)(4). This failure mode poses a low risk to the patient because although there was a small tear on the tah-t cannula, the tah-t system with the freedom driver continued to perform its life-sustaining functions. Syncardia has initiated a CAPA (corrective or preventive action) to address and document root cause and corrective actions associated with cannula tears. Corrective actions for this failure mode is being evaluated under the CAPA. Syncardia has completed its evaluation of this complaint and is closing this file.